Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a severely calcified lesion in the lad. The rate of stenosis and degree of tortuosity are unknown. The lesion was pre-dilated. The device was inspected prior to use with no issues noted. The stent was found to be damaged when advancing to the lesion no resistance was reported at the lesion site. It is unknown how the procedure was completed. No patient complications occurred as a result of the event. Device evaluation: the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The first three proximal stent segments were deformed with a number of struts raised and pulled distally. The 11th and 12th proximal segments were deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusion: (calcified lesion hindered delivery). (Stent damaged during procedure). (B)(4).